Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. An increase in capture threshold and high impedance were observed. Lead fracture is suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.